Event description:
It was reported that customer experienced occlusion alarms that were traced to blockage in cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to perform troubleshooting steps by disconnecting and tightening tubing and delivering test boluses, and after occlusion continued, customer changed cartridge and supplies as necessary and then resumed insulin therapy.